Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal procedure for degenerative scoliosis on (B)(6) 2015. On unknown date, pyogenic spondylitis was observed and revision surgery was performed on (B)(6) 2016. No product problem was reported.